Event description:
Single site gastrectomy - "during the procedure, the surgeon utilized the graspers locking mechanism on a portion of the pt's stomach. When he tried to unlock the graspers, they would not unlock. After multiple attempts, he was able to unlock the unit.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.